Manufacturer narrative:
(B)(4). The complaint for leak was confirmed. The root cause for the reported issue of leak was hole in the tubing. As per complaint information, this was done during improper cleanflash connection device usage. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A doctor reported a leakage was found from a crack on the tubing. The set had been used for 30 days. The customer suspected the crack on the tubing could be made by being pinched by clean flash. There was no patient injury or medical intervention. There was patient involvement. The actual sample is available for evaluation.